Event description:
It was reported that the pt was charging more than expected. The pt went from charging every 6 weeks to charging every 14 days. The pt had 3 active programs. The pt had a short showing on electrode pair 0 and 1. The group impedances of the programs were 555 ohms, 477 ohms, and 439 ohms. The 0-1 was not programmed, but electrode #1 was used in all 3 programs. It was not known how long the short had existed. The pt was reprogrammed without using electrodes 0 and 1, and the pt planned to see if his recharge interval improved.

Manufacturer narrative:
(B)(4).